Event description:
It was reported that the cuff detached from the catheter. The patient is fine, a new catheter was placed.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. One hemosplit catheter was returned for evaluation. The cuff completely detached from the catheter and it was noted that the cuff was still attached to the white sleeve. An impression from the cuff was found around the d/l tubing, which indicates that the cuff had been properly attached to the hemosplit catheter. It was reported that the cuff detached from the catheter, but it is unknown if the catheter was detached at the time of removal. The catheter was reportedly replaced. It is possible that the catheter was subject to excessive tensile stress. The product IFU states, "the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complaint.